Manufacturer narrative:
(B)(4). Drawing 217863170 was consulted to confirm the correct measurements for the submitted reamer, product code 217863184. Measurements of the returned device found the outer shaft diameter to meet specification. A worldwide complaint search found no other reported events against the provided product and lot codes. No evidence was found indicating product error was a contributing factor and no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The end of the reamer handle was too big for the distal cutting block to fit over.